Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Found battery depleted messages in the event history log causing motor had an issue. Motor was replaced as preventive measure. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a "motor locked remove all power" alarm was experienced; unit displayed "depleted battery".

Manufacturer narrative:
Additional information was received confirming there was no patient involvement, issue was found during preventive maintenance testing.